Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The healthcare professional uses barbed suture on all his joints and hasn¿t noticed anything. He does however put a figure of 8, 0-suture in the capsule above and below the patella. He had a few capsular ruptures over the years with trip/falls soon after surgery. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.